Event description:
During preparation for use for a cardiopulmonary bypass procedure, the level sensor alerts occurred and the user changed the adhesive pads. During the procedure, the level alarms occurred again even though there was sufficient volume in the reservoir, causing the arterial pump to stop. The user changed the adhesive pads again and was able to conclude the procedure without incident. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Investigation in progress but not concluded.